Event description:
The customer reported a malfunction alarm relating to their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, and the malfunction did not recur after the reset.